Manufacturer narrative:
The events of seroma - late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: fluid; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported capsular contracture and fluid. Affected side is right. The device has been explanted.

Event description:
Healthcare professional reported capsular contracture and fluid. Affected side is right. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion, a curved opening, weight within specification, and brown particles. A microscopic analysis was performed which identified curved openings on the posterior side and bladder assessed as a smooth opening and stress marks assessed as non-penetrating nicks. Based on the device analysis, the final assessment is smooth curved openings. Additional, corrected, and/or changed data: h.3., h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, d.9, h.3, h.6.

Event description:
Healthcare professional reported capsular contracture and fluid. Affected side is right. The device has been explanted.